Event description:
It was reported that the customer had unexplained low blood glucose for two weeks. The mother stated that the customer's most recently glucose reading was 40mg/dl, and the school nurse has treated her with glucose tablets. The mother stated that the customer is studying overseas and she does not have the insulin pump with her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.